Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the retriever (subject device) was stuck in a n2 nca branch and required excessive force to remove. The retriever was recaptured with a catheter to avoid complication. There was a 20 minute surgical delay. There were no reported clinical consequences to the patient.